Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were not evaluated. Photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were bowed and caused a blocked instrumentation probe. No serious injury or medical intervention.